Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Additional information was received that this device was explanted and returned for reliability analysis. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker and right ventricular (rv) lead exhibited oversensing. Subsequently, an insulation break was suspected but was not confirmed thru x-ray nor fluoroscopy. Hence, the physician decided to program the rv lead off and will not do further intervention this time. However, patient's advocate was concerned no intervention was done and decided to ask for recommendations. The patient and the device were checked and an additional observation of noise and a low, out of range pacing lead impedance measurement of 110 ohms were reported. Boston scientific technical services (ts) discussed that decision not to intervene may be related to patient's medical conditions. Further troubleshooting options discussed. Additional information received indicated issue was known and that the device was left programmed to aai. The patient was still scheduled for a follow up check. To date, the system remains in service. No adverse patient effects were reported.